Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
International affiliate reports the shafts of two moss miami si final tighteners would not engage in set screws for final tightening. Affiliate sales rep believes the instruments to have been worn over time as they are often used. The difficulty resulted in a sixty minute delay as the surgeon had to make do with the instruments that he had. The delay was a result of trying to contact the account manager and also trying to contact another hospital. It was rectified when a set of instruments were borrowed from a hospital two miles away. See mfg medwatch report no. 1526439-2014-11380 for the second final tightener that was involved in this event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.